Event description:
A customer complained of a questionable low inr result from a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. At approximately 8:30 am the patient's result from the meter was 1.8 inr. A venous sample collected at approximately 9:00 am had a laboratory method result of 3.1 inr. The patient's therapeutic range is 2.2 - 2.7 inr. The laboratory result was deemed to be correct and medical decisions were made based on the laboratory result. There was no allegation of an adverse event. The nurse stated that controls were within an acceptable range at the time of the event. The patient had no symptoms of high blood, no changes in coumadin dosage, no changes in diet, no changes in health, and no changes in medication. The customer's tests strips have been requested for return. Replacement products were sent. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.